Event description:
It was reported that the pt experienced a change in therapeutic effect. It was sated that the pt was being "overmedicated" by her pump device and had been admitted to the emergency room. The pt's status was reported as "serious". No specific symptoms were reported. The medication being delivered by the device was unk. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.